Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and keypad issue. The blood glucose level was 109 mg/dl. The customer also stated that the pump had battery out limit alarm. Troubleshooting was performed cleared the battery out limit alarm. The product will not be returned for analysis.